Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the returned smartview connect was tested and the reported behavior was confirmed, as a message indicating ¿no network¿ was displayed, making it impossible to perform a pairing with a test pacemaker. In-depth analysis revealed that on 10 march 2023, the smartview connect application update and the renewal of the certificate most probably occurred at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. It should be noted that such issue can only occur within specific conditions.

Event description:
Reportedly, the smartview connect home monitor displays "no network". The patient was asked to switch off and redo the installation, same observation: "no network". The transmitter was never paired with the pacemaker. Also when changed the room during installation and same observation: "no network". A new transmitter has been sent to the patient and it works perfectly.